Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they were in possession of the pump and needed to return it. The rep reported the patient was doing fine. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 15mg/ml morphine at 8.01mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the a premature alarm had occurred. The hcp was using the 8840 physician programmer. At the last visit on (B)(6) 2018. The elective replacement indicator (eri) was 10 months away. The eri occurred on (B)(6) 2018. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A motor stall was seen at initial interrogation. It was unknown if the patient recently had magnetic resonance imaging (MRI). It was further reported that they were in the middle of the pump replacement and upon interrogation of the old pump premature elective replacement (eri) had occurred in addition to a motor stall. They then interrogated and the pump¿s logs showed multiple motor stalls and motor stall recoveries starting (B)(4) 2018 till (B)(4) 2018. The device was explanted and was planned to be returned to the manufacturer for analysis. No patient symptoms were reported. The pump was currently administering morphine with concentration 15 mg/ml at a dose rate of 6.5 mg/day.